Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator, suspected tripped by a long charge time of 38 seconds. It was reported that the device would be explanted and replaced in the near future. The caller was wondering if the long charge time had to do with the advisory/recall regarding this model/device. A guidant technical services (ts) consultant replied that the information available doesn't indicate that the clinical observations were a consequence of the advisory/recall. This ICD was explanted and successfully replaced with a competitive ICD. No adverse patient symptoms were reported.